Event description:
It was reported that the user ran out of insulin, experienced elevated blood glucose while off therapy, and then resumed ilet therapy after being guided through a supply change; the highest reported glucose was 259 mg/dl with approximately 10 hours above 180 mg/dl, and the device provided prolonged high-glucose alerts. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no professional medical intervention, no hospitalization, no use of backup therapy, and no ketone testing. Investigation included troubleshooting and education on performing a supply change and resuming therapy. Investigation of this case revealed hyperglycemia with cause unclear and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.